Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The past occlusions were resolved by performing a supply change. The current occlusion was addressed by clearing the alarm and resuming insulin deliveries. A system check was performed and the pump performed as intended.